Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that the patient's near visual acuity was okay but sees halos or double in the distance, especially at night. Central vision was okay but the further out from central, visual acuity becomes more blurry. The patient started complaining of halos after the first light treatment. After two light treatments, the patient still has the same issues. The patient did not complete any additional adjustment or lock-in light treatments. The treating physician decided that it would be best to explant and replace with a new lal (sn (B)(6), +24.0d). Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(6), +24.0d) was explanted due to the patient experiencing halos. The original lal was explanted and replaced with a new lal (sn (B)(6), +24.0d). Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
Manufacturer reference #: (B)(4).